Event description:
During in-clinic follow-up, increased capture thresholds and varying low voltage impedance were observed on the right atrial (ra) lead. X- ray imaging was performed and the ra lead was found dislodged. The ra lead was explanted and replaced to resolve this event. The patient was stable.